Event description:
A report was received that the patient was having difficulty charging her ipg as the ipg was too deep and had flipped. The patient underwent a pocket revision wherein the pocket was made more superficial. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(6).